Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file represents the pump the related manufacturer device report number 1220648-2025-46069 represents the introducer.

Event description:
It was reported that an implanted impella cp device was positioned too deep and generating alarms. Despite repositioning the pump would return to a deep position. An echocardiogram revealed the patient had aortic stenosis causing the pump to be malpositioned. Albumin was given for volume. Suction alarms occurred necessitating a decrease in p level to p7. During explantation of the pump it was suspected that the patient had a retroperitoneal bleed and manual compression was held. Ultimately, the patient coded and expired.

Manufacturer narrative:
The device was not returned for investigation. Event logs were reviewed. The complaint was confirmed. The pump passed all post sterile inspection checks.